Manufacturer narrative:
(B)(6). Investigation summary: customer returned photos of shelf cartons for 1/2cc, 8mm, 31g syringes and the shipping carton from lot # 8036895. Customer states that double printing was observed on shelf carton. The photos were examined and exhibited double printed lot number, manufacturing date, and expiration date information on the shelf carton. A review of the device history record was completed for batch# 8036895. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: probable root cause suggests that the single shelf carton was passed through the laser etching station twice. During routine production, when a jam occurs on this line, the operator should clear the jam and any carton past the laser etching station must be manually placed back in the line. If this is placed prior to the etching station, a double print can occur, as in this instance. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that "double printing" was observed on the shelf carton label of the bd ultra-fine¿ insulin syringes.